Event description:
During a rotator cuff suture procedure, it was reported that the needle broke while it was being used by the elite pass shuttle. It was reported that an x-ray was used to find the needle's tip within the articulation, and then it was removed using graspers. There was a 20 minute delay in completing the procedure.

Manufacturer narrative:
One suture needle shuttle sterile device was returned for evaluation of the reported complaint mode, ¿broken needle¿. The reported complaint was confirmed. The needle was broken at the notch; the distal end was not returned. A redesign of the product will be initiated to address this reported failure mode. The failure can be attributed to an interaction with the needle and the hand instrument. When the needle impacts the distal end of the upper jaw, the needle will break. A review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. (B)(4).